Event description:
My CPAP machine was recalled by philips respironics and I have been trying to get a replacement machine since (B)(6) of 2021. I have not received a new machine yet and I have friends who got their new machines several months ago. Whenever I attempt to call philips respironics, I get no where and I am told that a supervisor will call me back - no one has called me back and I have left 3 messages with customer service reps. Please help me get my new CPAP machine so that I don't end up with cancer. I don't know what else to do except go to you people. I am getting nowhere with philips. My name is (B)(6) my confirmation number with philips dating back to (B)(6) 2021 is (B)(4). Thank you for any help you can give. If you can be of no assistance, who can? I am getting nowhere with philips. FDA safety report ID# (B)(4).